Manufacturer narrative:
The reported event associated with a red heart alarm was confirmed based on the electrical and functional evaluation of the returned system controller. During analysis, the returned device was connected to the manufacturer's laboratory equipment and the device was able to operate a test pump only in the backup mode. Further evaluation of the device revealed an open circuit fuse associated with the 5 volt regulator that resulted in the interruption of the supply voltage to the primary circuitry components. The fuse was replaced and the device was able to operate in primary mode without any issue. The log file retrieved from the returned device was corrupted and was unable to be reviewed. The fuse damage has the potential to result in the reported event associated with a red heart alarm. Although the reported incident was determined to be related to an open circuit (failed) fuse, the root cause that contributed to the failed component could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device from the product ship date is 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received an unspecified "15 second" alarm, then a steady alarm that they were unable to silence even when connected to a system monitor. The patient exchanged their system controller. It was reported that review of the alarm history showed that the clock had reset a couple of times, indicating a loss of power to the system controller and resulting pump stoppages. It was reported that the patient was asymptomatic. No further information was provided.